Event description:
Patient reported that he noticed about a month ago that his buttons were not responding on the pump as they should be. Patient states that the up, down and the ok buttons are sticking and sometimes not responding to pushes. Patient also states that today the k button has been sticking and scrolling through screens on it's own. Patient states he has watched it, and it goes to the main menu but does not go any further before the screen times out. Patient denies any peeling or tearing of the keypad. Patient claims that the backlight button is intact and working properly. The product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event. The complaint is being reported since the alleged issue was not resolved.

Manufacturer narrative:
(B)(4): testing confirmed intermittent responses to button presses on the 'up', 'down', 'ok' and 'contrast' buttons. Multiple button presses requiring increasing force are required before the buttons will engage. Confirmed the buttons are sticking and are hypersensitive/scrolling in response to button presses. No visible damage on the keypad. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.